Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie drawer 1 was not detected on the bus. A field service engineer (fse) found that the pmc board had power but no communication with the drawer controller and sensor. The fse replaced the pmc board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not detected on the communication bus. The customer reported that the user was able to get the meds from another stations. There were no adverse events or injuries reported as a result of this incident.